Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture, stretched and suction issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, e1, g3, h1, h6 (patient, device, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Two years before a patient underwent a port placement procedure in the internal jugular vein using the MRI powerport isp. On january the contrast was performed without any problems with the hand lowered due to poor backflow. But this time (march), the test was performed with the hand raised. The image showed that the catheter, which is buried subcutaneously from the chest to the neck, was significantly expanded at the curved part just before entering the blood vessel. The contrast agent was coming out of the catheter, but the amount injected was small and it was leaking into the neck. Current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Two years before a patient underwent a port placement procedure in the internal jugular vein using the MRI powerport isp. On january the contrast was performed without any problems with the hand lowered due to poor backflow. But this time (march), the test was performed with the hand raised. The image showed that the catheter, which is buried subcutaneously from the chest to the neck, was significantly expanded at the curved part just before entering the blood vessel. The contrast agent was coming out of the catheter, but the amount injected was small and it was leaking into the neck. There was no reported patient injury.